Event description:
Wheel locks on a (B)(4) manual wheelchair are not holding.

Manufacturer narrative:
(B)(4). Invacare contacted end users wife, the wife stated that her husband had fallen out of his veranda (B)(4) manual wheelchair several times sustaining bruising. No medical intervention alleged. The end user is a below the knee amputee. When user attempted to transfer from the chair the wheel locks would give way causing the chair to roll out from behind him, causing the user to fall from the chair. The consumer took the chair to the dealer who advised them that the wheels on the chair are non invacare and that is why the wheel locks are not holding. The user obtained this wheelchair from a rehab facility, not realizing that the wrong wheels were on the product. Return material authorization (B)(4) has been issued for this incident. The product is to be returned to invacare for an evaluation.